Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the surgeon utilized a straight inserter to impact the shell. While the surgeon was impacting, the tip of the inserter handle fractured in the thread of the cup. As a result, the fractured tip remains in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Evaluation indicated the likely root causes to be either the handle inserter not fully seated before impaction or impacted at an incorrect angle.